Event description:
It was reported that a pump had a cassette not attached alarm. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Device evaluation: the device was returned with a missing sticker seal. Functional check performed. Non-destructive analysis (nda) testing of pump was not performed due to defective sensor. The customer problem was duplicated. Found signs of fluid ingression on downstream occlusion sensor which is possible the root causes of the issue. Downstream occlusion sensor was replaced. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. No information has been provided to date.